Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level of 430 mg/dl which was treated with insulin pump. Customer was tricking the pump by putting in carbs to bolus in auto mode. Customer stated that he woke up at 150 mg/dl and he had one piece of toast with jelly and his blood glucose had gone to 430 mg/dl. Customer did not bolus for the food. Customer was not reporting any symptoms related to their high blood glucose. The auto mode feature was active at time of high blood glucose event. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer did not had training on the pump. The insulin pump will not be returned for analysis.